Event description:
Information was received indicating that a smiths medical medfusion pump exhibited travel coarse error. No adverse effects were reported.

Event description:
It was reported that this event happened sometime in july 2021. History sixteen year old female with history of self harm behavior who presented to emergency department as a trauma alpha status post (s/p) being struck by a car estimated to be traveling approx. 45 mph. Patient was reportedly running across a busy street with a large group of friends and was the last person to try and cross the street when she was struck by a car. Per emergency medical services, patient was posturing in the field. Patient initially presented as a glasgow coma scale (gcs) 1-1-3 per trauma team, but was intubated due to fear for protecting her airway. On arrival, cth demonstrated scattered traumatic subarachnoid hemorrhage (tsah) and parafalcine subdural hematoma (sdh). Per mother, patient was previously healthy prior to this event.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection of the returned pump found the top case corners were chipped and the bottom case by the l bracket and the right plunger case were cracked. A review of the pump event history log found travel coarse error - check clutch/plunger lever. Functional testing was performed using the occlusion test. The reported problem was duplicated, a popping noise was heard followed by check clutch alarm. The root cause of the problem was determined as abnormal wear of the clutch halves and lead screw as a result of the user repeatedly not fully disengaging the clutch before moving the plunger head. The lead screw, clutch spring and both clutch halves were replaced to resolve the problem. Additional information b5, h3 and h6. Other event reported on 3012307300-2022-08520., corrected data: correction d1 and h1.